Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to a defective u500 digital signal processor on the computer/analog board and a defective u104 pxa processor on the computer/analog board. The root cause for the defective u500 processor u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.